Manufacturer narrative:
Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that there was no documentation in the medical records that indicated a causal relationship between the patient's hemodialysis treatment and events. Device review: a definitive conclusion regarding the involvement of the concentrate product could not be reached without physical analysis of the dialysate used during the reported event and therefore, the complaint event is considered unconfirmed. In addition to the sample being unavailable, there is no documentation in the patient's medical record to indicate which production lot of naturalyte 4000 rx-12 was in use at the time of treatment. Therefore, a product delivery search identifying all naturalyte dry pack bicarbonate product sold to client 159552 fms hermitage jv 1009 three months prior to the alleged event was performed. A retrospective batch record review for the delivered lots, including any relevant records of documents, did not show any evidence of a manufacturing problem that could substantiate a causal relationship between the concentrate product and the alleged event. Naturalyte dry pack bicarbonate product is manufactured to meet the aami requirements using validated processes than released based upon a determination that finished product met applicable requirements. System level review of the 2008t machine's concomitant products found that there is no information available to conclude that the products caused or contributed to the event.

Event description:
Additional information: dialysis orders (B)(6) 2015. Dialyzer 180nre optiflux, olv-v: 39.70, dfr: autoflow 1.5, dialysate composition 2.0k, 2.5ca, 1.0mg, 100 dextrose, sodium (meq/l) 137, bfr 450. Bicarb machine setting (meq/l) 35, scheduled hours 4.0, estimated dry weight (B)(6). Blood volume processed: 108. Additional information from medical records: when ems arrived, the patient was placed on a monitor and given ephinephrine. His pulse returned but the patient was noted to be in atrial fibrillation. Ems attempted an airway but was unsuccessful due to gagging. On the way to the hospital, ems administered oxygen v ia bag-valve mask. The patient arrived at the hospital somnolent, but responded with painful stimuli. He was hypoxic, with oxygen saturations in the 70's and in atrial fibrillation. The patient was put on a bipap and tolerated it well. His pulse oximetry improved to 82 on a non-rebreather mask. Vital signs upon arrival were as follows: heart rate 112 (irregular), respiratory rate 33, b/p 214/119. Labs were drawn. Patient was seen by cardiology in the ER and started on intravenous heparin and amiodarone. In addition, the patient was started on zosyn for suspected aspiration pneumonitis and diminished breath sounds in the right lower case. The patient was admitted into the ICU diagnosed with cardiac arrest, non-st segment myocardial infarction, end-stage renal disease, hypoxia, respiratory arrest, hypokalemia, aspiration pneumonitis. Patient had a cardiac catheterization (B)(6) 2015 and another cardiac catheterization with right coronary artery stenting on (B)(6) 2015. The patient required admission into the hospital on (B)(6) 2015 for placement of an aicd.

Event description:
The user facility's biomedical technician reported that patient was found unresponsive during hemodialysis treatment. From medical records: the patient was responsive and alert at 14:50 and had what appeared to be a seizure and immediately was unresponsive. CPR was initiated at 14:50 for pulselessness. AED applied, initial shock given as directed per AED. Oxygen was administered and ems was called. Patient was shocked four more times and CPR per AED directive until ems arrived. Five hundred cc normal saline administered, patient was disconnected from dialysis machine venous port; remained patent for ems use. The patient was transferred to the hospital. The hemodialysis clinic's unit manager reported the patient was discharged from the hospital on (B)(6) 2015 and has returned to the hemodialysis clinic. He has been receiving hemodialysis with no problems. Medical records are being reviewed by post market surveillance clinical staff.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.